Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, noise was noted on the right ventricular lead. Noise was not reproducible in clinic. The physician has elected to monitor the lead noise.